Event description:
Device analysis results not available at the time of this report. A follow-up report will be sent when analysis is complete.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.